Manufacturer narrative:
B5: the exchange resolved the problem. Claim# (B)(4).

Manufacturer narrative:
B5: cause of the event was reported as the device. Claim# (B)(4).

Manufacturer narrative:
4110: a lens work order search has been performed: no similar complaints within associated lots were found. Manufacturer narrative: secondary surgical intervention to rotate, remove, and replace the lens are identified in the labeling as a known potential adverse event following icl implantation. Claim # (B)(4).

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced lens rotation. The lens was later repositioned. Reportedly, "after lens rotation, they shifted again." The lens was removed and replaced with a longer length lens. There are multiple medical device reports associated with this patient. This report is 1 of 2 total reports. Based on the information provided, the risk assessment for our product, and our experience, we have determined the cause or contribution to the reported issue is not indicative of a manufacturing related issue or product deficiency.